Event description:
It was reported that while removing the 150mm navigation pin from the greater trochanter, the pin broke approximately 2/3 along the thread. This occurred at the conclusion of the case prior to commencement of wound closure. The pin fragment was not able to be removed and remains in the pt.

Manufacturer narrative:
The packaging was discarded, no lot number is available for this device. The pin is made of wrought stainless steel (steel 1.444) which complies with astm f 138, astm f 139, and din iso (B)(4) (for surgical implants). If additional information is received, a follow up report will be filed.